Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause of air bubbles in the line was user induced, caused by medication being added to quickly, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump had a no disposable pump. Wont run and upstream occlusion alarm. Unresolved with multiple troubleshooting attempts. Rate 104/24 hours, resvol 40.2, given 159.85. Green flow stop. Air noted in tubing. Patient not affected. No patient injury. No additional information available.